Event description:
Customer reported that they woke up in the morning feeling weak and wobbly, however, did not receive an alarm from the insulin pump stating that they were having low blood glucose readings. Customer stated that she checked her blood glucose readings and they were 47 mg/dl and the sensor was reading 147 mg/dl. Customer also mentioned receiving a false low alerts. Customer declined troubleshooting and stated that the reason for the difference was that the sensor was kinked. No further information reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings. The cannula was found bent on the sensor, unable to confirm if the customer received the sensor in said conditions as device was returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.